Event description:
It was reported that after replacing one faulty ace45e, another was used and the resident noticed that the white tissue pad was peeling off. The entire pad was retrieved from the patient. They replaced the device again and it wouldn't pass the test. Another hp054 was opened and the device still wouldn't pass the test. They were going to switch generators, but decided to use a ligasure device. Ligasure device was used to complete the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: device a was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device a additional information: batch # j92c16, expiration date: 8/24/2017, manufacturing date: 9/24/2012; device b additional information: batch # j9293x, expiration date: 8/14/2017, manufacturing date: 9/14/2012.